Event description:
It was reported that a perforation occurred during an af ablation procedure. This was the first time the cool path catheter was used in conjunction with an agilis nxt sheath. While (B) (6) was applying rf, (B) (6) realized the patient was turning hypotonic. Quickly they saw eco image that the patient was tamponaded. They had to extract liquid from the hemorrhage, and the patient needed a blood perfusion. The patient was in observation a few days until he recovered. (B) (6) is unsure if the problem was because of the catheter, the agilis or the combination of both.

Manufacturer narrative:
The catheter was discarded after the procedure. The lot number was not available to review the device history record. Other devices were used in the case. The cause for the reported perforation is unknown. The design has been validated to meet the buckling load requirement (simulation of force required to perforate tissue). Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they meet the specifications requirements. As stated in the instructions for use (IFU), vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel.